Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a percutaneous coronary intervention was performed on the moderately tortuous, right coronary artery (rca), moderately calcified lesion. A 2.5x15mm xience v stent was implanted without a device issue reported, when a dissection occurred. The dissection was treated with another xience v stent. There was no adverse patient sequela reported. No additional information was provided regarding this issue.